Manufacturer narrative:
The reported event of eos alert not displaying due to implant date not being programmed was not confirmed. Based on the review of the session records, the eri and eos alert was appropriately triggered based on the measured battery voltage of the device and its date of implant.

Event description:
It was reported the implant date was not initially programmed into the pacemaker following the implant procedure. During follow-up per abbott's recommendation, the implant date was programmed in the pacemaker. Following the programming, an elective replacement indicator (eri) alert was observed to have occurred in (B)(6) 2021. The device was still pacing normally and the patient is not pacemaker dependent. It was noted during interrogation the telemetry was slow. The event was then resolved by explanting and replacing the pacemaker due to the battery alerts. The patient was in stable condition and experienced no adverse health consequences.